Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2014 with the following findings: there is evidence of a crack from the top of battery compartment toward the pump case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.